Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blood blisters around ECG "d" and some bruising around ECG "a" (no report the blisters were open or weeping). The patient's cardiologist authorized the patient to remove the device to prevent the blood blister from potentially opening prior to the patient's upcoming surgery. The patient's wife reported that the blisters and irritations were improving since removing the lifevest.